Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the tip of 8mm monopolar curved scissors (mcs) instrument was damaged and would not close. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was evaluated on an in-house system and successfully passed recognition and engagement testing, as well as the cut test. No blade damage was observed. The instrument was confirmed to be fully functional, and no product-related issues were identified.